Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptotic patient presented with brief episodes of atrial lead noise. Isometrics performed in the office did not recreate the noise. The cause was not identified definitively. The physician believed the cause was emi, but the patient denies being around any typical sources of emi. No programming changes made. The patient was stable throughout and would continue to be monitored.